Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description included. A partial lead with the connector pin measuring 10.3cm was returned for analysis. Inner insulation damage was noted at 2.2cm from the connector pin, consistent with the observation from the field of noise and oversensing.

Event description:
It was reported that patient presented in the or for lead revision due to high, out of range hv lead impedance and episodes of noise reversion. Noise was reproduced with pocket manipulation. Review of the egm revealed alerts showing low, out of range hv lead impedance and possible hv lead issue. Oversensing was also noted. Upon opening the pocket, externalized conductors were observed. The lead was successfully explanted and replaced.